Manufacturer narrative:
The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door latch issues through the reproduction of door not fully latched messages. Evaluation determined the cause to be a loose upper link screw. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum pump experienced door latch issues. Any patient involvement, injury or medical intervention is unknown.